Manufacturer narrative:
An internal leak was observed along the fluid path of the cannula assembly. During the leak test, fluid did not exit the distal tip of the soft cannula and instead diverted and exited through a tear on the unexposed portion of the soft cannula. The batteries were corroded and depleted due to the leak inside the device. The internal leak caused the observed fluid inside the device and affected the device's ability to deliver insulin. Due to corrosion on the pcb, the data was unable to be extracted from the device after multiple download attempts. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause pain during insertion and no issues were found. The exact cause of the pain could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 391 mg/dl while wearing the pod longer than 48 hours. Patient reported bg levels remained high despite going for a walk and drinking water. Fluid was also observed inside device. As treatment, a manual injection of insulin was delivered and a new pod was applied. The patient's blood glucose and insulin history are as follows: (B)(6).